Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device will not be returned.

Event description:
Patient reported she received treatment at the hospital on (B)(6) 2013 after battery acid leaked on her leg. She was at work, and she felt a damp patch on her leg beneath the infusion device and assumed it was sweat. She noticed red swelling of 6-7 cm in diameter when she changed, and she inspected the infusion device and noticed the battery had leaked acid. She replaced the battery immediately and went to the hospital, and the burn was cleaned and dressed. She was not admitted to the hospital or given medication. She has experienced no further concerns, and the infusion device is functioning correctly. The battery and battery cover were discarded and will not be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. The complaint cannot be verified, the production data shows no deviations of the specifications. Device was not returned to manufacturer.